Event description:
Boston scientific received information that during a device replacement procedure a few months ago, the shock impedance on the right ventricular (rv) lead was high. Per boston scientific technical services (ts) advice, removed this implantable cardioverter defibrillator (ICD) from pocket and lead from header and cleaned off and still have high impedance. Defibrillation threshold (dft) test was performed and conversion was successful and impedance values within normal limits. In the months since the impedance has climbed steadily and is now showing some out of range measurements. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.